Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx sling was implanted on a patient. According to the complainant, post procedure, the sling has grown into the wall of the vagina and it was explanted. Two years after the device was removed, the patient experienced constant vaginal pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a lynx sling was implanted on a patient.according to the complainant, post procedure, the sling has grown into the wall of the vagina and it was explanted. Two years after the device was removed, the patient experienced constant vaginal pain.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.